Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter and a stopcock. The balloon was loosely folded with blood in the lumen and balloon. Microscopic investigation of the balloon revealed a circumferential tear 1mm in length, in the middle of the balloon. The reported information indicates the device was inflated to 6atm; therefore, there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. A 3.0mm x 80mm x 150cm sterling sl balloon catheter was advanced to dilate the lesion. However, upon the second inflation at 6 atmospheres, the balloon lost its pressure and would not inflate below the rated burst pressure. The device was removed and a pinhole was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was okay.